Event description:
The customer reported that the heartstart mrx is "occasionally failing the auto testing." There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.